Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders. The patient reported that they had a surgery due to a device rejection. No further complications were reported or anticipated.